Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station did not generate a vtach alarm. There was no patient incident allegation.